Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the cecum during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was able to capture the polyp, however, the electric current failed to deliver and the snare did not cut. It was reported that the snare then became embedded in the patient's tissue. The physician cut the handle off of the snare backing it out of the scope and leaving the remaining part of the device around the polyp. The physician then went in with another device and successfully removed the polyp; after which the stuck device was able to be removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.